Manufacturer narrative:
Additional information: a1, b1, b2, h1 and h6. Patient involvement: email was sent to customer for additional information. The customer reported that the issue occurred during patient-use and the device was replaced with another ventilator. At this time, there is no information regarding patient harm associated with the reported event. Device evaluation update: g4, g7, h2, h3, h6 and h10. Result of investigation: an updated log file was received. Vyaire medical determined that the root cause was user fault. The blower overheating was due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support requested customer to send the details of the filter replacement performed. Screen shots shows that voltage of the blower is varying and the speed is not available. Logs shows that high temperature alarms were active. It was recorded that the temperature reached up to 134.8 degrees celsius. Inspiration valve failure was active after a restart and blower failure alarm was also visible.

Event description:
Customer reported blower failure on their bellavista 1000 unit. It was also reported that the filter was replaced last (B)(6). Patient involvement is unknown at this time.